Event description:
It was reported that a patient underwent a revision surgery to remove a broken screw, found fifteen months post operatively. The broken screw, located in the right sacrum, was removed and replaced with a larger eight millimeter screw. There was no further surgical information or additional patient impacts provided.

Manufacturer narrative:
Additional information in h4, and h6: method, results, and conclusions codes. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to remove a broken screw, found fifteen months post operatively. The broken screw, located in the right sacrum, was removed and replaced with a larger eight millimeter screw. There was no further surgical information or additional patient impacts provided.